Manufacturer narrative:
Burn with ulceration after leg vein treatment with lp 1064nm laser, will likely scar.

Event description:
It was reported about a burn with ulceration post harmony xl treatment.

Manufacturer narrative:
UDI related data quality updates only. Burn with ulceration after leg vein treatment with lp 1064nm laser, will likely scar. On october 2, 2024, a supplemental report regarding ae # (B)(4) was submitted at the FDA's request to include the UDI number. However, this report contained an incorrect (typo) MFR report number: # 3004167969-2024-00022. This current report corrects the october 2, 2024, submission, by including the original MFR report number: # 3004167969-2023-00013.

Event description:
It was reported about a burn with ulceration post harmony xl treatment.